Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the reagent 5 (r5) mixer and a sample 3 (s3) mixer. The associated arms were also aligned and a sample probe 3 was replaced. System was fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely depressed calcium patient results were obtained on the dimension vista® 1500. The initial results were reported to the physician(s). The same samples were repeated an alternate dimension vista 1500 instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed calcium patient results.